Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia') in a female patient who had essure (batch no. 627304, 629134) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/ dysfunctional bleeding"), infection ("infection"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), alopecia ("hair loss"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), dysfunctional uterine bleeding ("dysfunctional bleeding") and anaemia ("anemia"). The patient was treated with surgery (endometrial ablation and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on 10-jul-2019. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, infection, urinary tract disorder, dyspareunia, vaginal disorder, autoimmune disorder, alopecia, migraine, dysmenorrhoea, dysfunctional uterine bleeding and anaemia outcome was unknown. The reporter considered alopecia, anaemia, autoimmune disorder, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal disorder to be related to essure. Lot number: 627304 manufacturing date: 2008-05 expiration date: 2010-05. Lot number: 629134 manufacturing date: 2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia') in a female patient who had essure (batch no. 627304, 629134) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/ dysfunctional bleeding"), infection ("infection"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), alopecia ("hair loss"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), dysfunctional uterine bleeding ("dysfunctional bleeding") and anaemia ("anemia"). The patient was treated with surgery (endometrial ablation and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, infection, urinary tract disorder, dyspareunia, vaginal disorder, autoimmune disorder, alopecia, migraine, dysmenorrhoea, dysfunctional uterine bleeding and anaemia outcome was unknown. The reporter considered alopecia, anaemia, autoimmune disorder, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.